Manufacturer narrative:
H3: the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear approximately 9 years and 1 month after the index surgery. The revised components were not returned to exactech. However, some images and radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in hhe.. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 3714602 - 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 3678804 - 80-65-20 - alteon 6.5mm screw, 20mm. 3622780 - 186-01-54 - integrip cc, cluster 54mm, g2. 3661595 - 188-00-08 - wedge plasma s/o sz 8. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 76 yo female patient, initial right total hip implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2024, approximately 9 years 1 month post the initial procedure. The patient returned to the surgeon¿s office with a recalled hip liner and was scheduled for a revision of their total hip. During the revision surgery, they underwent an acetabular poly liner swap and femoral head swap. The patient was revised to a biolox delta adapter 16/18-12/14; mm sn: (B)(6) biolox delta option femoral head 36mm od sn: (B)(6) nv ehxl neutral lnr g2 36mm sn: (B)(6) . There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. Device images and x-rays were provided. The explanted devices are not available for return. They were sent to the lab and legal at the hospital. No further information.